Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 the patient experienced the symptom of vomiting and confusion. The patient tested his blood glucose level to be 130 mg/dl and then changed the infusion set and infusion site. The patient noted that due to his confusion, he did not reconnect the pump to the infusion set. On the morning of (B)(6) 2013 the patient took himself to the urgent care, where his blood glucose level was tested to be greater than 600 mg/dl. The patient was transported to and admitted to the hospital ICU and treated intravenously with fluids and antibiotics. The patient was diagnosed with a hernia infection. Troubleshooting revealed the reported pump was functioning appropriately. The patient¿s technique was incorrect by disconnecting and not reattaching the insulin pump to his body after replacing the infusion set, contributing to a lack of insulin infusion. However, as the patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after this occurred, and was admitted to the ICU, this complaint is being reported.